Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) and another manufacturer's right atrial (ra) lead exhibited oversensing on the ra channel due to minute ventilation (mv). The sensor related to mv was turned off. No adverse patient effects were reported.